Event description:
A standard occlusion balloon catheter tested outside the pt and then inserted into the internal carotid artery. The balloon ruptured and the device was removed. The pt experienced a neurological episode, which completely resolved. Thirty minutes later a second balloon catheter was tested outside the pt and inserted into the internal carotid artery. The balloon ruptured upon inflation. The device was removed and the pt experienced another neurological episode. Symptoms included facial drooping, and left hemiparesis. The procedure was terminated. The pt's symptoms gradually subsided. The catheters were three yrs old. There were no expiration dates on the catheter packaging. All current catheters have expiration dates on the packaging.